Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that the paramedics were called for customer on (B)(6) 2016. Customer's blood glucose was 50 mg/dl. Customer was not hospitalized, but was treated by paramedics with IV and sugar. Customer declined transfer to helpline.